Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. (B)(4).

Event description:
It was reported that during post-operative device check one day post implant, high capture threshold and loss of capture was noted on the right ventricular lead. Fluoroscopy revealed, the lead had minimal slack. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.